Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078128, UDI: ((B)(4), product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078108, UDI: ((B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was also noted that the patient had decreased coverage in pain areas due to high impedances on leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.